Event description:
The catheter was inserted in 2007. The nurse discovered the catheter broken and was on the bed beside the baby on the following month, heparin flush was used (5 ml). Steri-strips were used to secure, but not to the catheter body. Prep solution was chlorhexidine.

Manufacturer narrative:
A shipping tube and a pre-paid mailing label have been sent to the customer for the return of the sample. Upon completion of the investigation, a supplemental report will be submitted.